Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The insertion needle was not returned unable to confirm the complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving sensor error alarm. The customer's blood glucose level was 262mg/dl, and their sensor reading was 40mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The customer is being sent out replacement sensor and returning original sensor.